Manufacturer narrative:
Report of "tip of this fogarty catheter separated" was confirmed. The catheter tip was broken off from the body completely at the proximal end of the proximal balloon windings. The proximal winding was partially unraveled. Per the IFU, "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not apply excessive force". The catheter body appeared to be matched up with the broken tip at break site. Balloon latex and distal winding appeared to be in good condition. An engineering evaluation task was initiated to assess manufacturing-related processes which could be correlated to the complaint. Balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, the maximum recommended inflation volume and pull force for the catheter should not be exceeded. The arterial embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). This catheter is not designed to withstand the additional pull force needed to remove these materials.

Manufacturer narrative:
The product is expected to be returned, but has not yet been received. Upon receipt and evaluation of the device a supplemental report will be submitted with the investigation findings. A device history record review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
As reported, during use in the patient, approximately one inch of the tip of this fogarty catheter separated. The customer was able to extract the detached part of the catheter without any further consequences. There was no allegation of patient injury. Device was available for evaluation.